Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was powered on, the display froze at the six picture screen. The single board computer (sbc) printed circuit board (pcb) will be replaced. The repair of the ventilator is yet to be completed.

Event description:
It was reported that a ventilator display froze at the six picture screen. There was no patient involvement.

Manufacturer narrative:
Covidien reference number: (B)(4). Date on the initial report should have been (B)(6) 2016. The conclusion code was updated to better reflect the investigation/repair status. The single board computer (sbc) board was replaced to resolve the reported condition. The ventilator was processed per service instructions. The ventilator passed pvt, est, and sst and has been returned to the customer.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.